Manufacturer narrative:
Follow up # 1. The subject handpiece was returned for evaluation. The non-conformance was confirmed due to the damage to the housing (cracked). The damage was indicative of a burn occurring inside of the handpiece, but it was not damaged to the point of unrepair. It was likely due to low flow of water through the handpiece. If irrigation is compromised, it can cause the handpiece to overheat which may have been the reasoning for the handpiece causing a burn to the housing. After cleaning the area of damage, the handpiece still functioned as normal. The investigation has been concluded.

Event description:
On (B)(6) 2024, misonix® llc., a bioventus® co., received confirmation of an event involving a bonescalpel® handpiece (p/n: bcm-hp, s/n: (B)(6)). Specifically, the reporter indicated "the issue with the handpiece occurred during a maxillofacial procedure involving mandibular osteotomy. During the procedure, the handpiece was placed on the sterile field and began to emit smoke." A serious injury to the patient or user was not reported. Delay in treatment was not reported. Medical intervention required to preclude serious injury was not reported.

Manufacturer narrative:
On (B)(6) 2024, misonix® llc., a bioventus® co., received confirmation of an event involving a bonescalpel® handpiece (p/n: bcm-hp, s/n: (B)(6)). Specifically, the reporter indicated "the issue with the handpiece occurred during a maxillofacial procedure involving mandibular osteotomy. During the procedure, the handpiece was placed on the sterile field and began to emit smoke." A serious injury to the patient or user was not reported. Delay in treatment was not reported. Medical intervention required to preclude serious injury was not reported. The device history record was reviewed for the bonescalpel® handpiece in use at the time of the event. There were no deviations found during in-process or final inspection of the handpiece. Inspection and test results met specifications prior to release to commerce. A review of all available post market surveillance data has not shown adverse trends related to this or similar events. The current frequency of occurrence is within the frequency in the original risk management report. There is no change to the residual risk or risk-benefit ratio. The instructions for use manual (bcm-um, revision w) (IFU) for the bonescalpel® system contains the following warning and caution: warning 1.2 the bonescalpel® system is intended to be used in various types of invasive, surgical procedures. There may be indirect danger to the patient should the device fail during the procedure. It is recommended that the facility follows its back-up equipment protocols. Caution 7.8 the system check should always be done in advance of preparing patient for surgery to minimize risk to patient in case of system malfunction. The console monitors the electrical output at all times and alerts in cases where the handpiece is not properly connected to the console, when an output short or open circuit is detected or electrical safety is compromised. The subject handpiece used at the time of the event is currently in transit to misonix for evaluation. A follow up report will be issued once the handpiece is returned and the evaluation is completed.

Event description:
On (B)(6) 2024, misonix® llc., a bioventus® co., received confirmation of an event involving a bonescalpel® handpiece (p/n: bcm-hp, s/n: (B)(6)). Specifically, the reporter indicated "the issue with the handpiece occurred during a maxillofacial procedure involving mandibular osteotomy. During the procedure, the handpiece was placed on the sterile field and began to emit smoke." A serious injury to the patient or user was not reported. Delay in treatment was not reported. Medical intervention required to preclude serious injury was not reported.